Event description:
Add'l info rec'd from MFR 9/16/03: notes the three zeros may be the reason the reports didn't match up. Fyi, MFR is submitting a medwatch correction report to indicate the adverse event of the pt's death reported in the user facility's report.

Event description:
Pt was transported to hospital e.r. By ems for chest pain and difficulty breathing. On the ramp going into e.r., the pt's heart rate decreased to the 20-30's, bradycardia per paramedic. The paramedic attempted to pace the pt with multi-function pacing pads; but after connecting the pacer to the pt, he was unable to get the lp10 to pace, he was unable to increase the ma from 0.